Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 1/13/2012 and 1/31/2012 by mail, fax and phone. A completed questionnaire has not been received. (B)(4).

Event description:
A purchasing agent reported that an intraocular lens (iol) was exchanged due to an unexpected refractive outcome. The iol was exchanged for a different model lens. Add'l info has been requested.